Manufacturer narrative:
Technical services evaluated the returned product which confirmed the flickering, short in baton cable. The product was evaluated for the reported malfunction and the malfunction will be tracked and trended to determine any additional actions. Additional part used: gs pgvl video monitor; catalog: 0231-0003; sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a gs pgvl video monitor with baton 3-4, the device's image was described as fuzzy and the picture flickers. No back-up device was reportedly used. No delay in the procedure was noted. No harm to patient or user was reported.